Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The pump was received with a cracked display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported that the insulin pump was cracked near the battery cap and reservoir compartment. Customer was unsure of how the damage occurred. Customer reported that she had been off of the insulin pump for about ten months. Blood glucose level was 472 mg/dl at the time of the call. Customer reported treating with a manual injection. No further information was provided.